Event description:
It was reported that this right atrial (ra) lead exhibited noise and that the lead had lead had been switched to unipolar mode. High out-of-range impedance measurements were determined in bipolar mode. Arm manipulation revealed the same lead noise exhibited in the arrhythmia logbook. The physician opted to place a new ra lead and capped the existing ra lead. No patient complications were observed and the patient was discharged 2 hours after the procedure.